Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer experienced hyperglycemia and required medical intervention. The customer reported that the blood glucose at the time of hyperglycemia was 500mg/dl. It was unknown that auto mode feature was active or not at time of event. Troubleshooting could not be performed and the insulin pump will not be returned for analysis.